Manufacturer narrative:
Investigation ongoing.

Event description:
During a transfemoral tavr procedure a femoral artery perforation occurred during attempted delivery of the 22 fr sheath. A covered stent was placed and the procedure was aborted. Additional information revealed the 25 french sheath could not be advanced successfully across the left external iliac artery (leia) and it was decided to "abort" the planned tavi. The sheath was removed with some difficulty and hemostasis was not achieved with the deployment of the pre-deployed prostar xl vascular closure device. A sheath was inserted into the rcfa and crossed-over into the left ileo-femoral artery system. The tip of the sheath was positioned in the distal leia. Angiography done showed "free-extravasation" of contrast through the lcfa arteriotomy site. Advancement of guide wires across the lcfa and into the left sfa proved difficult as the guide wires took the extravascular route. It was decided to proceed with the intervention with retrograde vascular access from the left sfa. A gore viabahn self-expanding stent was deployed in the lcfa to cover the arteriotomy site. This successfully stopped the "free-extravasion" flow. The patient tolerated the procedure well and was transferred to the ccu in stable condition.

Manufacturer narrative:
There is no indication the sheath is available for evaluation at this time; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimum luminal diameter is unknown. The root cause of the femoral artery perforation cannot be confirmed, however the physician indicated that the cause was the failure to achieve hemostatis using the prostar suture mediated closure device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported evens are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transfemoral tavr procedure a femoral artery perforation occurred during attempted delivery of the 22 fr sheath. A covered stent was placed and the procedure was aborted. It is unclear at this time if another attempt at tavi is going to be performed. No additional information is available at this time.